Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the knee impactor pad broke upon impaction.

Manufacturer narrative:
Cmp-(B)(4). Updated: the device was returned and visual inspection confirmed that the instrument fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. The instrument had been in the field for approximately 2 years 10 months. It is unknown how many times this device had been used during that time. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends